Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that since last night they have been feeling stimulation in their left leg and left foot, and when they start walking it affects their walking. Caller stated it's not going in their back but if they move around a little bit they will feel it but it fades away in seconds. Caller added that the implant is charging fine and they're not seeing any alerts. Caller noted they think the programming needs to be tweaked again. Caller confirmed they tried going into their various groups but it was all targeting too high whereas they need the stimulation lower. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided caller with nas number for healthcare provider office. Caller could not remember the name of their new doctor.